Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery indicates that it is depleted. There was reportedly no patient involvement.